Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing syncope and stroke like symptoms. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was lost to follow up and no previous device checks were available. On (B)(6) 2017, the device was explanted and replaced. No further information was available.